Manufacturer narrative:
The product requested for investigation could not be returned, therefore no investigation could be performed. No information was provided that would point to a cause for the result discrepancy. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous glucose result for one patient tested with accu-chek inform ii meter serial number (B)(4). The exact date of the event was asked for, but not known. It was stated that the incident occurred approximately a week prior to (B)(6) 2016. The patient was initially tested on the meter and the result was "hi" (>600 mg/dl). A new sample from the patient was collected ten minutes later and this sample was tested with the laboratory method, resulting with a value that was "in the 400s" mg/dl. The customer was asked, but could not provide the exact value obtained with the laboratory method. The staff believed the laboratory method result over the meter result and treated the patient based on the laboratory method result. The patient was not adversely affected. Controls are run daily on the meter and are within range. The customer's material has been requested for investigation.